Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 475 mg/dl. The customer reported throughout the day the blood glucose got higher even after boluses. The customer states it appeared the insulin was not getting into the body and no errors were received even though the filament was bent. The customer reported another infusion set had an adhesive anomaly. The customer had no symptoms. The blood glucose level at the time of the incident was 250 mg/dl to 350 mg/dl and the current blood glucose level was unknown. The customer treated for the high blood glucose level with the insulin pump and changing the infusion set. The customer did troubleshoot the issues. The customer declined troubleshooting for the high blood glucose level. The infusion set will be returned for analysis.